Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)2014 with lot number a95863 (expiration date jan-2016) for sterilization. The contraception part that delivers the coil came out with the coil. It seemed like a portion of that catheter was left inside; the coil was expelled and placed correctly in the tube. The physician was concerned that there was a portion of the catheter attached to the left deployed coil. She said the insertion seemed to be normal until the second rollback, that she did not feel like it was a hard stop like usual. Due to the timing of the procedure, she went to the other side and placed the second essure unit before returning to the side with the catheter remnant. She attempted to use grasper's hysteroscopically but the piece would not budge. She thought the piece was 2-2.5 cm. The outcome of the event seems like a portion of catheter is left inside was not recovered / not resolved. Follow-up information was received on (B)(6) 2014. It was reported that essure catheter did not roll back, wheel rolled but sheath and deploying coil broke in the patient. Provider tried to remove as much as she could. Part of device catheter still in patient. No further information was provided. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4)final assessment: lot a95863. Expiration date: jan 31, 2016. Production date: (B)(6)2013. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product technical issue. The ae case also refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and noted that this event is anticipated per design fmea. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. Five (5) additional ae case reports have been received to date in relation to batch number a95863 but none of these cases refer to a similar medical event. No batch signal can be identified at this time. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it seemed like a portion of catheter was left inside/ sheath and deploying coil broke in the patient. This event, interpreted as device breakage, is non-serious and upon receipt of the product technical analysis it was regarded as listed. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure placement, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported: attempted to use grasper's hysteroscopically but the piece would not budge (device misuse); coil was expelled and placed correctly in the tube and essure catheter did not roll back. The product technical analysis concluded unconfirmed quality defect and noted that this event is anticipated. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 13-may-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it seemed like a portion of catheter was left inside/ sheath and deploying coil broke in the patient. This event, interpreted as device breakage, is non-serious and upon receipt of the product technical analysis it was regarded as listed. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure placement, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported: attempted to use grasper's hysteroscopically but the piece would not budge (device misuse); coil was expelled and placed correctly in the tube and essure catheter did not roll back. The product technical analysis concluded unconfirmed quality defect and noted that this event is anticipated. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up information could be obtained.